Manufacturer narrative:
The customer requested assistance in reviewing retrospective data for a patient that expired. The customer did not allege a device malfunction. The customer was upgraded to pic ix rev a.08 on (B)(6) 2014. The red alarms were configured for audible and visual latching. The new organizational standard was that red alarms can only be silenced at the bedside device. There are no strips available since another organizational standard was to have patient summary reports run every 12 hours, as well as on admission and prn. The clinical specialist performed hospital wide education since april and identified several inconsistencies throughout the organization. This has been brought to the attention of the director of education and vp of nursing. There practice has been to turn of respiratory, etco2, abp, icp, cvp, pap and spo2 alarms. A review of the pic ix audit logs from (B)(6) 2014 for bed b23602 from 15:02:35 until 17:59:10 indicate that there were 8 ** rr alarm generated, most of which ended within seconds of occurring; 8 **spo2 alarms which were generated two of which alarmed for more than 2 minutes but the rest ended within a minute of occurring; 4 ***desat alarms, two of which annunciated for more than 8 minutes before ending, the other ended within a minute of occurring. There were also numerous alarms for *afib generated, *multiform pvc, paired pvcs and irregular hr (for a total of 24 alarms) which annunciated and then ended within minutes of occurring. There were also 7 instances in which alarms were silenced in the room. There was also 1 instance in which alarms were paused and came out of pause after 3 minutes. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Event description:
The customer requested assistance in reviewing retrospective data for a patient that expired. The customer did not allege a device malfunction. This is being reported as a death. No further information is available.